Event description:
Caller states neonate patient tested 45 mg/dl on the advantage system while a comparison lab returned as 12 mg/dl. Results were from the same sample. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).